Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of stenosis, thrombosis and myocardial infarction are listed in the rx & otw multi-link vision coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported stenosis, thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience events and multilink vision deaths referenced are filed under separate MFR numbers.

Event description:
This is filed to report the multilink vision serious injuries. It was reported through a research article identifying the xience stent and multilink vision stent that may be related to the following: death, myocardial infarction, restenosis, thrombosis and revascularization. Details are listed in the attached article, titled does large vessel size justify use of bare-metal stents in primary percutaneous coronary intervention? Please see article for additional information.

Manufacturer narrative:
Article: does large vessel size justify use of bare-metal stents in primary percutaneous coronary intervention. (B)(4).